Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, a hakim programmable valve became blocked and was explanted. Another hakim was used to replace.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted. The provided lot number is not valid for the product code provided; therefore, a review of manufacturing records could not be performed based on the provided information.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The position of the cam when valve was received was 160mmh2o. The valve was visually inspected: no defects were noted. The valve was tested for programming and passed the test. The valve was flushed; no occlusion was noted. The valve was leak and reflux tested without issue. The valve was then pressure tested and passed. A review of manufacturing records found no discrepancies when the device was released to stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.